Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient wanted to know how to change the program. The patient said program 3 was not working so she wanted to change to program 4. During the call, patient services reviewed how to change from program 3 to program 4. After changing programs, the patient was not able to increase stim because stim was off. After turning stim on, the patient was able to increase stim. The patient said a manufacturer representative reprogrammed her device a couple weeks ago because none of the programs were working. The patient said the evaluation worked immediately but the implant has never worked. No further patient complications are anticipated or expected as a result of this event. Additional information was received. The patient called back reporting the same issues; never having therapeutic effect. The stated they went to change from p4 to p1 but they couldn't adjust stimulation at all. It was determined they had not successfully activated p1 yet, once they did they were able to adjust stimulation on p1 to a comfortable setting, 1.9v. They stated they needed to change from p4 because p4 wasn't helping with their symptom control. They had clear discharge from their anus, but no poop in it. The caller stated the device had never helped since implant. They stated that the trial helped almost immediately, but this one hadn't. The mentioned they had been reprogrammed by a manufacturer representative several times, but it had not helped. Healthcare provider listings were requested. Additional information was received from a consumer. It was reported that the patient called to report the same issues. Reviewed information and the patient successfully switched programs. The patient said that her stool is like a jell like consistency. When asked, the patient said no changes to diet or medications. Redirected the patient to discuss the issue with their healthcare professional. On (B)(6) 2020, the patient called back reporting the same issue; "not working." The patient stated that she would like assistance in changing the programs. Patient services reviewed the information and the patient successfully changed from p2 at 2.3v to p2 at 3.4v and is comfortable. The patient stated that she needs to get reprogrammed and would like a list of healthcare professionals that can assist. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a consumer. The patient reported that they needed a rep to be at their appointment for reprogramming on thursday (patient gave appointment details). The patient repeated that the system had never worked. They had been reprogrammed numerous times by a rep (mentioned previously). The patient said the rep had reprogrammed it so many times it was pathetic. No further complications were reported at this time. Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient said that the device is ineffective at helping their pelvic floor symptoms. When testing all programs, the patient felt stimulation in the rectum with no relief. An ap and lateral x-ray were taken. Their healthcare professional advised the patient to get a revision or explant, but the patient continues to seek different medical opinions. Multiple impedance checks, program, and amplitude changes were done. Additional information was received from a manufacturer representative (rep). The rep reported that the cause to the stimulation in the rectum with no relief is undetermined. They performed a change of programs and amplitude. The issue was not resolved. They are planning to explant and do a new basic evaluation with a new managing physician.